Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and abnormal probe sucking errors were observed. This error is an indication of possible poor sample quality. The field service representative found some wet areas under the electrode and found the o-rings were loose. The customer reseated and adjusted the o-rings, which appeared to resolve the issue. Calibration and qc passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas 6000 c (501) module. Patient 1: the initial result was 159 rmmol/l and the repeated result was 134 mmol/l. The erroneous result was reported outside of the laboratory and a corrected report was issued. Patient 2: the initial result was 170 mmol/l and the repeated result was 139 mmol/l. The erroneous result was not reported outside of the laboratory. The repeated results were obtained on a different module. The repeated results were believed to be correct. The electrode lot number is w50 with an expiration date of 25-jan-2023.